Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device would not deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker found that the h-bridge field effect transistors q71 & q73 were blown. This was the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.